Event description:
It was reported that the 9800 system appears to be fluoroing, but has no image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found fuse blown on snubber board. Replaced snubber board and then hv supply regulator. The system was tested and found to be working as intended and placed back into service.